Manufacturer narrative:
(B)(4).

Event description:
It was reported that during hvli test, there was a short period of loss of telemetry. The physician elected to make any changes. The patient&#38112;condition is fine after the event.